Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a history anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the bolus history is incorrect or sometimes it does not appear in the history. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history, including the time and date. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked case near the display window corners and a cracked display window.